Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate fiber optic sensor alarm. The insertion site was reported to be femoral. The patient was stable. The customer attempted recalibration several times, and tried another console without success. There were no hemodynamics on the screen, but they were monitoring pressure via a radial arterial line. They then attempted a disconnect of the fiber optic cable with no relief. The arterial line waveform on the console was clean and crisp with good landmarks. The customer was advised to bypass the fiber optic and attempt to transduce the central lumen of the iab. The central lumen was capped without a flush. It was then advised to use the radial arterial line for pressure, but the pressure cable he had on the pump was not compatible with the arterial line transducer. It was suggested that he try to locate the correct cable for the transducer. The last suggestion would be to replace the iab. The call ended and the customer agreed to locate another cable. Approximately two hours later, it was reported that there was still no pressures, the fiber optic was still connected and they were not aware of an attempt to transduce an alternate site. The console was also stopping frequently due to restriction alarms. The customer was walked through the steps to remedy the restriction alarms and steps to take if they happen again. The pump stopped frequently during the call due to this, but able to restart each time. A chest film was also advised to confirm the location of the iab, and to again try to locate a pressure cable. It was suggested that if the alarm continues very frequently, and without an arterial line, the iab should likely be replaced. The plan is for the catheter to be removed soon. The customer called back one hour later reporting that the pump had been in standby for 54 minutes. She was unable to resume pumping due to restrictions. The physician had been notified but will not be in to remove for several hours and had asked about troubleshooting to continue pumping until he arrives. The customer was advised not to attempt to resume pumping after this much time has elapsed in standby. It was advised that this iab be removed immediately. Customer understood this and will notify the md again. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.